Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. AED prompted child patient with adult pad-pak.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 4th december 2014. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this would confirm the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). On the 10th september 2018, the device records 5 manual power ons and information from the technical log shows that on each of these occasions the device prompted ¿child patient¿. This would indicate that the fault was detected during these manual power cycles. The user accessible memory was erased prior to this date therefore no information can be obtained before this date. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. As detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance 74 would have been compromised. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. AED prompted child patient with adult pad-pak.